Event description:
The company representative reported via email that the customer's insulin pump was alarming no delivery. The customer also stated that the insulin pump was cracked by the reservoir compartment. The customer's blood glucose was unknown. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.